Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that no drops of insulin were seen exiting the infusion set tubing or cartridge tubing during the fill tubing step. Additionally, it was reported that a minimum fill message occurred after the cartridge was filled with 210 units. Blood glucose was in the high 60¿s (mg/dl). A new cartridge was successfully loaded to address the event and insulin was seen exiting the tubing.